Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the infusion set was confirmed but the cause is unknown. Two photos of a powerloc max infusion set were returned for evaluation of this complaint. The first photo was of the entire infusion set. The infusion set tubing appeared attached to both the needle housing and the luer adaptor in the first photo. The second photo was a close-up photograph of the proximal end of the device. The luer adaptor was completely detached from the tubing. It could not be determined from the photograph if the tubing had broken at the luer adaptor or if the tubing had dislodged from within the luer adaptor. Microscopic examination, tactile testing, and dimensional analysis could not be conducted without the physical sample. The complaint of a break could be confirmed; however, the root cause could not be determined from the photo. Possible contributing factors include material fatigue from use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the bard power loc max 20g 3/4 inch needles (disc needle). We have a patient receiving continuous infusing chemotherapy via this product where the tubing for the port has had a break or a hole causing blood mixed with chemotherapy to leak out."